Manufacturer narrative:
Concomitant medical products: product ID: 3037 lot# serial# (B)(4), product type: programmer, patient. Product ID; 3 093-33, lot# v675167, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient began to have pain in her knee after she had her implant and it seemed to have been caused by stimulation being too high. Once stimulation was adjusted, it appeared to have resolved. However, it was noted that as of the past month, the patient was having knee pain, particularly in the left knee. This was described as a ¿shocking type pain¿. The patient reportedly experienced a shocking or jolting sensation. It was noted that it hurt the most when the patient was on her knees. If additional information becomes available, a follow-up report will be made available.